Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high mg magnesium result for one patient sample. The initial result was 4.9 mg/dl and was reported outside of the laboratory. The sample was repeated on (B)(6) 2017 and the result was 2.0 mg/dl which was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 196502. The expiration date was 31-aug-2018.

Manufacturer narrative:
Based on evaluation of the provided absorbance data, no turbidity or interference was visible but a different signal intensity in the entire phase of the run was seen. It was determined different amounts of sample were pipetted in the different runs. As no analyzer issues were found, it was assumed that either a pre-analytic problem, incorrect placement of the sample tube, or insufficient cleaning of the sample probe was the cause. No further events have been reported by the customer.